Manufacturer narrative:
Tw #(B)(4).

Event description:
The hospital reported during the procedure, that the hst iii system (3.8mm) seal got stuck and remained in the loading device upon removing the deployment device from the loading device. The device was not manually manipulated in any way after the failure was first identified. There were no procedural delays. A new device was used to complete the procedure. No patient harm or injury reported.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that hst iii system (3.8mm), upon removing the deployment device from the loading device the heartstring seal got stuck and remained in the loading device. A new device was used to complete the procedure.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 01/09/2025. An investigation was conducted on 01/27/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger partially depressed and the blue slide lock off, which allows for the white plunger to be depressed. The delivery device was removed from the loading device with the seal and tension spring assembly remaining inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. The seal was observed to be unraveled at the last rung of the seal. No other visual defects were observed. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed, as well as the analyzed failures "premature activation", "crack seal" was observed. The lot # 3000377764 history record review was completed. There were two (02) ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failures. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.